Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device's battery voltage had dropped and then recovered, and there was concern that the device had experienced erratic battery behavior. The implantable pulse generator (ipg) was subsequently removed and replaced. No patient complications have been reported as a result of this event.